Manufacturer narrative:
The lens remains implanted in patient, therefore is not available for evaluation. Device history record (DHR) review of the lens didn't show any non-conformance or anomalies. Based on the information provided, the root cause of this event cannot be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of investigation.

Event description:
The patient reported blurred vision and moderate to severe irritation in the left eye post cataract surgery. Patient underwent a yag laser capsulotomy to correct the vision. A photorefractive keratectomy (prk) surgery was performed but the symptoms remained unchanged. As per the patient, a second physician diagnosed "z-syndrome" of the implanted lens and a lens replacement surgery was recommended to alleviate the problems.